Event description:
The customer complained that the insulin pump did not alarm no delivery. Troubleshooting could not be performed at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.